Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no down button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. No moisture damage was noted inside of the insulin pump.

Event description:
It was reported that the customer had a problem with the keypad of the insulin pump. They changed the battery and the device alarmed button error. The customer's blood glucose was 150 mg/dl. The customer stated that the insulin pump had been exposed to water, by accident. The discontinuation of the device was advised. Nothing further was reported.